Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated and customer complaint was confirmed. Sensor manager software measurements confirmed that sensor sn 129937 triggered false ec # 30 (led disconnect) alert.